Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection revealed that the threaded tip of the baseplate/glenosphere inserter had been fractured off. The fractured piece was still lodged in the 15 deg augment baseplate full wedge and was unable to be removed. Additionally, the device had significant gouges and indentations on the handle near the strike plate. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an aetos reverse total shoulder, the head of the 4.5mm center screw 40mm broke while trying to advance the screw, leaving it too proud to engage the glenosphere set screw. Dr. Miller made the decision to remove the 15 deg augment baseplate full wedge and in the process of removing it, the threads of the baseplate inserter broke off in the center post of the baseplate. The thread inside the baseplate that guides and captures the center screw also broke from inside the post, leaving the center screw (without the screw head) with the capture thread still inside the vault of the glenoid. Dr. Miller engaged the inserter onto the baseplate and tried backslapping the inserter handle and wiggling the handle/baseplate to disengage the baseplate from the native glenoid. After also using an osteotome to try to lever the baseplate off the glenoid, he was stuck with the baseplate may a few millimeters off the glenoid. Thinking the center screw was holding him up, he tried to spin the baseplate counterclockwise to try to unscrew the baseplate off the center screw. After going back and forth for a long time, the screw threads of the machined, baseplate & glenosphere inserter broke off flush with the face of the baseplate. The procedure was resumed, after a significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).